Event description:
During follow-up, increased high voltage lead impedance was observed on the right ventricular lead. Device reprogramming was performed after ventricular fibrillation induction and defibrillation threshold testing was performed with in range impedance values. No additional intervention is anticipated. The patient was in stable condition.